Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. The customer further reported being unable to self-treat and had contact with a healthcare professional who diagnosed her with hyperglycemia and administered insulin (type/dose unknown) and received other unspecified medication as treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.